Event description:
A customer contacted beckman coulter inc. And reported receiving two (2) cubetainers of unicel dxi wash buffer that were leaking. The customer did not report an affect to patients or end users in connection with this event.

Manufacturer narrative:
The customer was sent replacement. (B)(4).